Event description:
It was reported that the patient's catheter had disconnected from the pump; the pump was stopped shortly after that event. Telemetry confirmed that a critical pump alarm occurred due to the tube set interval being reached. A non-critical pump alarm indicated that the low reservoir volume had been reached. The patient elected to not utilize their device and did not want to go through another surgery. The physician was planning to permanently stop the pump. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4)